Event description:
Allegedly after 13 years of implantation, the liner is showing signs of wear.

Event description:
Allegedly after 13 years of implantation, the liner is showing signs of wear.

Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the device returned for evaluation. Trends will be evaulated. This report will be updated when the investigaiton is complete. This is the same event as 1043534-2010-00401. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: normal wear. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.